Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. When it was removed from the left atrium (la) and moved to the right atrium (ra), the tip of the sheath was deformed, possibly due to being pushed, causing significant negative pressure when drawing air during the catheter replacement. Additionally, it was difficult to reinsert the sheath into the left atrium. No air nor air leakage were observed. The procedure was completed using the same sheath as it was. No adverse patient consequence was reported.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000499 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 22-jul-2025. It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. When it was removed from the left atrium (la) and moved to the right atrium (ra), the tip of the sheath was deformed, possibly due to being pushed, causing significant negative pressure when drawing air during the catheter replacement. Additionally, it was difficult to reinsert the sheath into the left atrium. No air nor air leakage were observed. The procedure was completed using the same sheath as it was. No adverse patient consequence was reported. Device evaluation details: a visual and dimensional inspections of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that the soft tip was bumped by the dilator and that the shaft was bent and scratched at the mid shaft area. The bumped condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. The device's outer diameter was measured, and dimensions were found within specifications. A device history record evaluation was performed for the finished device number lot 60000499 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The bumped condition could be related to the skin incision size relative to the sheath; however, this cannot be conclusively determined. The potential cause of the shaft bent and scratched could be related to the shipping/handling of the device after the procedure; however, this could not be established conclusively. The shaft bent and scratched conditions are unrelated to the reported event the instruction for use (IFU) states that during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).